Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was not functioning, and the indicator light was flickering. A field service engineer (fse) found that bio ID hardware was outdated for version of software. The fse replaced newer version of bio ID component to resolve the issue. The fse restored proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had a biometric identifier (bio ID) malfunction. However, there were no delays or adverse events or injuries reported based on this event.